Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 6947m62 lead, implanted: (B)(6) 2014, dtba1d4 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation from their left ventricular (lv) lead. Reprogramming was performed, but the threshold increased. The lead remains in use. No patient complications have been reported as a result of this event.